Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mean pressure gradient was 2mmhg. It was noted the patient had an enlarged left atrium (la) due to atrial fibrillation. The steerable guide catheter (sgc) and xtw clip were inserted and advanced into the la. However, due to the high degree of venous calcification, the movements of the sgc were very limited, and did not allow the correct anterior-posterior movement. The clip was advanced into the left ventricle (lv), but it was observed the clip had hooked on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed. However, the physician was able to grasp both leaflets and the clip was successfully deployed, reducing mr to a grade of 2. It was noted the gradient increased to 4mmhg. An additional xtw clip was inserted, but while grasping, the gradient increased to 16mmhg, and the patient¿s hemodynamics worsened. Due to this, the physician decided to remove the second clip and discontinue the procedure. The gradient returned to 4mmhg and the patient's hemodynamics stabilized. The physician decided to discontinue the procedure and leave mr at a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device appears to be related to procedural conditions (movement of steerable guide catheter restricted by calcified veins, affecting clip positioning). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.